Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2: additional device product codes: nkb, mnh, mni, kwp. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H11 corrected data: d4 g1 h4 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 04.633.330s, lot: 5l58091, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: august 05, 2019, expiry date: july 01, 2029. Since there is no allegation against packing or sterility, device history record (DHR) review is done for non-sterile part: part: 04.633.330, lot: 11l8003, manufacturing site: monument, release to warehouse date: july 16, 2019, part: 04.633.330, lot: 11l8003, part manufacturing date: july 11, 2019, manufacturing site: elmira, part expiration date: n/a, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 11l8003 of ti snap-on transconnectors was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the component device history record(s) determined the component lots h813275, 3l36023, 3l33323, h873481, 3l29170, 3l33698, 3l41240, 3l30429, h794040, h809688, and h865411 met all specifications with no issues documented that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lots h725939, h769335, and h657952 met all specifications with no issues documented that would contribute to this complaint condition. Visual inspection: upon visual inspection, no issues were observed with the returned components of the device. Functional test: the sliding mechanism functions as intended; the t-rod was able to move back and forth with no issues. All three screws were able to be tightened and loosened with no issues. When the translation screw is tightened, the slide mechanism will remain in place and would not slide. When loosened, the slide mechanism would move freely. Dimensional inspection: dimensional inspection was not performed as no issues were noted with the implant. Document/specification review: the following drawings were reviewed during the investigation: - arched adjustable ti, transconnector no design issues or discrepancies were noted during the investigation. Investigation conclusion: a definitive root cause for this complaint as its unconfirmed. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a posterior fusion treating idiopathic scoliosis on (B)(6) 2020. It was found that the sliding section of the transverse connector (04.633.330s) was immovable. They used a torque driver to see if the connector could slide, which failed. The procedure was completed with a replacement less than 30-minute surgical delay. No consequence to the patient. Concomitant devices reported: unknown torque devices (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This is 1 of 2 for report (B)(4).